Event description:
The customer reported that at the beginning of the procedure, they received an alarm,'malfunction of reservoir sensors'. They unloaded the kit and set up a second kit with the same outcome. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the terumo bct technician repaired the machine 3 days after the reported incident during preventive maintenance. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: preventive maintenance has been performed on this machine with no problems found. The run data file (rdf) was analyzed for this event. Signals in the run data file showed 'high level sensor did not detect fluid' and 'reservoir sensors malfunctioned alarms'. The machine alarmed as designed. Root cause: the root cause is not determined. Potential causes of the alarms include air or foam in the reservoir, an incorrectly loaded tubing set, a defective level sensor or defective pump occlusion.

Event description:
The customer declined requests to provide the patient's information. No medical intervention was required for this event.